Event description:
It was reported that the arctic sun device received calibration error 2 (low flow), actual value was 0.03. As per the follow up information received via email on 03-jun-2022, they received the error biomed ran a functional check and it showed that the circulation pump would not generate pressure. Biomed would replace circulation pump onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. Error 2 (low flow) found during calibration. Actual value was 0.03. Per follow-up information received, biomed received the error biomed ran a functional check and it showed that the circulation pump would not generate pressure. Biomed would replace circulation pump onsite. Additional information received, biomed had requested a new quote to send device in for pump repair. As per investigator mail received, the record changed from sample to no sample as there was no sample received. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required since the reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received calibration error 2 (low flow), actual value was 0.03. As per the follow up information received via email on (B)(6) 2022, they received the error biomed ran a functional check and it showed that the circulation pump would not generate pressure. Biomed would replace circulation pump onsite. Per follow up information received on (B)(6) 2022, biomed had requested a new quote to send device in for pump repair.